Event description:
It was reported that patient presented in clinic for a cardioversion procedure. The atrial lead exhibited noise resulting in inappropriate mode switch episodes. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.